Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue. The reporter stated that the pump did not alarm at the time of the alleged power issue. The reporter noted the issue had originally occurred a couple of weeks prior, and the battery cap and battery was changed and the pump worked fine until now. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings: a review of the black box showed no evidence of any power interruptions. The returned battery cap was used to complete investigation. The battery cap contacts were found to be within specifications. The battery cap was fastened and unscrewed half a turn, with no power issues occurring. The pump successfully performed a rewind, load, and prime sequence and a 24 hour exercise test with no alarms and no power issues occurring. The pump cover was removed and there was no defect found to the power circuit. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored, and the bolus button cover was torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).